Event description:
It was reported that while in the anesthesia dept., the md found that after the insertion of the swan ganz catheter, blood began to back flow between the sheath and shield. The md followed the procedure according to the IFU, inserting the catheter through the shield, and properly connecting the shield to the sheath, but the blood began to flow between the two. The md was unable to replace them as the patient was waiting for an operation. As a result, the device remained in place, in the patient's subclavian vein, until the operation was complete, approximately 5 hours later. A delay was reported, however, there was no death or harmful outcome for the patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.